Manufacturer narrative:
Continued: e.1. Zip code: (B)(6), number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: observed opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a physiological phenomenon. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "changes in the shape and size", "implant rupture" and "capsular contracture baker grade ii". This record is for the right side. The device was explanted.